Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event with symptoms of abdominal pain. The patient was treated with vancomycin (dose, route, frequency and duration not reported) for the peritonitis. Two days after diagnosis, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).